Manufacturer narrative:
.

Event description:
It was reported that oversensing on the atrial channel resulting in inappropriate auto mode switch episodes was observed. Review of the episodes revealed far r-wave oversensing. No patient symptoms were reported. Programming changes were recommended.